Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture, described as "irregular areas" with "snow-storm appearance" and cyst. The device remains implanted.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, described as "irregular areas" with "snow-storm appearance" and cyst. The device remains implanted.